Event description:
It was reported that this device over sensed t waves and an inquiry was sent to technical services (ts). Ts reviewed the case and noted it would be hard to program around the t wave oversensing. Ts discussed possibly increasing the ventricular refractory. Ts discussed further programming options and noted to plan a follow up. No adverse patient effects were reported. The device remains implanted.